Event description:
It was reported when using then bd pyxis¿ es refrigerator, remote manager was failed, and it did not triggerred the mechanism to unlock. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager was failed. The field service engineer replaced the latch assembly and harness for remote manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.